Event description:
Reporter indicated that high lead impedance result was obtained during lead test at office visit I(dc-dc code 7 and limit). Physician reported that he believes that the patient is receiving stimulation because of the pt's voice change during events. Further investigation revealed that by 2001 the patient was no longer able to perceive stimulation and had gone from complete seizure control to having 10-12 seizures per day.